Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon and his team found that on the 8mm medium-large clip applier instrument had one of the clamp jaws bent therefore, the instrument could not fit correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier incident occurred when the surgeon was attempting to clamp a vessel or tissue bundle. The clip did not close over the cystic duct. Clips used were ml green hem o loks. By changing the clip there was no incident. The first application did not result in the closure. The second application was the same, at which point the fault was detected. They resolved the issue by changing the instrument. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm medium-large clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified. It is possible the wrong part was returned for this complaint.

Event description:
Refer to h10/h11 for follow-up information.